Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hand assist laparoscopic left hemicolectomy alexis wound protector was torn during procedure when surgeons hand was inserted in the gelport. When surgeon removed hand, alexis was also removed from patient and green ring was attached to upper retraction ring with small strip of clear plastic material. I have asked customer to retain product. Happened approximately one hour after procedure began. Additional information received via phone on (B)(6) 2018 from account manager: no patient injury. When hand was through gel, noticed a loss of pneumo. Gelport and alexis removed and green ring of alexis was dangling by one strip of plastic. Placed new gelport and completed case. Type of intervention: placed new gelport and completed case. Patient status: no patient injury.

Event description:
Procedure performed: hand assist laparoscopic left hemicolectomy alexis wound protector was torn during procedure when surgeons hand was inserted in the gelport. When surgeon removed hand, alexis was also removed from patient and green ring was attached to upper retration ring with small strip of clear plastic material. I have asked customer to retain product. Happened approximately one hour after procedure began. Additional information received via phone on (B)(6) 2018 from account manager: no patient injury. When hand was through gel, noticed a loss of pneumo. Gelport and alexis removed and green ring of alexis was dangling by one strip of plastic. Placed new gelport and completed case. Type of intervention: placed new gelport and completed case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear originating from a puncture in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.